Event description:
It was reported that a patient underwent an enterorraphy procedure on (B)(6) 2022 and suture was used. While passing the point in the aponeurosis, the thread became disassembled from the needle. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were x-rays performed to localize the needle? : no x-ray was performed because the failure was identified before it was used on the patient. Was the needle removed from the patient? It was not used with the patient, only when placing the stitch was the needle thread disassembled, a soft suture with a different lot was requested and the same thing happened. The batches that presented the failure go in the report. Was the procedure completed successfully? Yes, the procedure was completed successfully. Was there any adverse patient outcome? No adverse event occurred with the patient. Procedure name? Procedure: enterorraphy. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2022-04509. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.